Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was squirting out during the manual prime process. The customer¿s blood glucose was 118 mg/dl. Customer reports that insulin did not continue to drip after letting go of the act button. Troubleshooting was done for reservoir and manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.